Event description:
It was reported that after a factory reset of the ilet system, the user observed that meal announcements did not produce the expected insulin dosing response, leading to postprandial hyperglycemia; the user treated a pre-meal low trend of 80 mg/dl with juice, then announced and consumed a usual meal, after which blood glucose rose to 193 mg/dl. Symptoms included hyperglycemia. Outcomes included no alerts, no alarms, and completion of troubleshooting and education. Investigation included a case review and user education regarding algorithm readjustment post-reset, accurate meal announcements, and guidance to avoid pre-treating lows unless alerted. Investigation of this case revealed that device performance was consistent with expected algorithm adaptation behavior after a factory reset and that pre-meal carbohydrate intake likely contributed to the postprandial rise. It was concluded, based on previously established findings for similar reports, that the cause was user-related behavior in the context of normal device function and algorithm adaptation.